Event description:
It was reported while using the bd safetyglide¿ needle when removing needle it stayed in patients arm. The following was received from the initial reporter: ¿patient was her for a subq injection, medication was drawn-up with precision glide needle 18 g, this needle was replaced with a safety glide needle 25g. Injection was given left upper arm, while removing the injection needle, the needle stayed in the patient's arm, completely detached from the safety cap. Needle was carefully removed from the patient's arm. No harm occurred with this incident.¿ 1. Here is the response to your question: was there any needle stick injury reported? The team member administering the injection was not injured from the needle. The needle had remained in the patient¿s arm, so no ¿new¿ needle stick for the patient.

Manufacturer narrative:
Investigation summary: two photos were provided to our quality team for investigation. Through visual inspection, it was observed that the needle is out of the needle hub and next to them. Based on the investigation and with the photo sample analysis the symptom reported is confirmed, but without the physical sample analysis a probable root cause could not be offered. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported while using the bd safetyglide¿ needle when removing needle it stayed in patients arm. The following was received from the initial reporter: :¿patient was her for a subq injection, medication was drawn-up with precision glide needle 18 g, this needle was replaced with a safety glide needle 25g. Injection was given left upper arm, while removing the injection needle, the needle stayed in the patient's arm, completely detached from the safety cap. Needle was carefully removed from the patient's arm. No harm occurred with this incident.¿ 1. Here is the response to your question: was there any needle stick injury reported? The team member administering the injection was not injured from the needle. The needle had remained in the patient¿s arm, so no ¿new¿ needle stick for the patient.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.